Event description:
It was reported that needle clog occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "I'm having many problems with the 30g1 / 2 needles, I use it for sclerotherapy. I thought the problem would be in a box I used but I already bought others and the problem persists. Most needles do not pass the flow. I have to use several needles. Additional information: there was no damage to patient nor need for medical intervention. The drug used was: 65% glucose, 0,4% lidocaine ad 0,25% polidocanol."

Manufacturer narrative:
H.6. Investigation summary: 10 representative samples were received. They all came in sealed packaging blister. They were visually inspected under the microscope 30x, not noticing any defect; each of them was connected to a syringe with saline solution. They all expelled the solution. The root cause could not be determined. Failure mode could not be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clog occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "I'm having many problems with the 30g1 / 2 needles, I use it for sclerotherapy. I thought the problem would be in a box I used but I already bought others and the problem persists. Most needles do not pass the flow. I have to use several needles. Additional information: there was no damage to patient nor need for medical intervention. The drug used was: 65% glucose, 0,4% lidocaine ad 0,25% polidocanol."